Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics were 57 years old and male. The dates of death is not available at the time of this report as there is no indication of specific serial number/patient information. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effect of early amiodarone use on warfarin sensitivity, blood product use, and bleeding in patients with a left ventricular assist device electrical storm after left ventricular assist device (lvad) implantation, 2024; 35:1196¿1202. Doi: 10.1111/jce.16275 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding electrical storm after ventricular assist device (vad) implantation. Patients were divided into two groups, those that experienced electrical storm and those without. Electrical storm was defined as greater than three episodes of sustained ventricular tachycardia or ventricular fibrillation over a 24-hour period. The authors described patient deaths; however, the causes of death were unknown. There were patients who experienced vad thrombosis, strokes, transient ischemic attacks (tia), vad infection, gastrointestinal bleed (gib), renal failure requiring hemodialysis, and vad exchanges for unknown reasons. There were patients that were treated with new or reloading of antiarrhythmics or ventricular tachycardia (vt) ablation. The status of the vads is unknown. No additional adverse patient effects were reported.